Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the top of the reservoir had an air bubble noticed by customer after they loaded the insulin to the reservoir. Approximate size of air bubbles was one small air bubble. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer stated that the air bubbles were not removed successfully. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill reservoir test per (B)(4). Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none was found. Conclusion: no air bubbles.